Manufacturer narrative:
The customer was provided with a return authorization order for the device to be returned to spacelabs healthcare for evaluation. At this time, the device has not been received. Should the device return for evaluation, a supplemental report will be submitted in accordance with 21 cfr 803.56 with the additional information.

Event description:
The customer reported that while monitoring patients, the xhibit central station would intermittently shut down. There was no patient or user harm associated with this event.